Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced a sudden onset of shocking, not related to positional movement, with no recent medical t ests/procedures. The patient had contacted their healthcare provider (hcp), who told them to contact the manufacturer. The patient turned the implant off, which stopped the sensation, and had an appointment with their hcp in two weeks (date unknown).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.